Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event; patient bmi exceeding the upper range of allowable bmi for manta use and lock advancement tube advancement procedure not per instructions. The manta instructions for use lists warnings that include: do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). The patient's bmi was known by the operator to be out of range for manta use at 47 kg/m2. The manta instructions for use directs the operator in step 5: lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant (figure 16), maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. Relax upward tension on the manta closure handle. Slide the blue lock advancement tube up the suture and out of the puncture tract. Observe the puncture site and confirm hemostasis. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices to include: ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient, who had a bmi of 47 kg/m2, underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's femoral artery measured 8.5 mm in diameter and reportedly had no calcification or tortuosity. Femoral access was gained using a micro-puncture kit without ultrasound guidance. The deployment depth for manta 18f vascular closure device (manta) was measured at 8.5 cm + 1.0 and confirmed with additional measures. The operator was reportedly aware the patient's bmi was in excess of the upper range listed in the manta warnings in the instructions for use (IFU). The operator used manta for closure. The patient received a 29 mm valve delivered via a 16f procedure sheath. The manta was deployed at the pre-measured depth of 9.5 cm, which is the maximum deployment depth as indicated in the IFU. During vascular closure with manta, the operator was reportedly concerned that the lock advancement tube was not advancing deep enough into the patient and therefore continued to advance the tube forward after the audible click was heard. The operator further commented that it felt that the toggle may have been caught and not fully apposed, but was not certain of this. A post manta deployment angiogram revealed the manta's collagen appeared to have deployed in the vessel causing obstructed distal blood flow at the closure site. A 10.0 mm x 5.0 mm covered stent was placed at the area of obstruction via contralateral access. The covered stent was placed over the manta closure device and provide successful access site closure.

Manufacturer narrative:
The patient had a bmi of 47, and this is warned against in the IFU. The puncture depth is 9.5, which is the upper limit of the manta closure. From the complaint report, during the manta deployment, the physician continued to advance the lock advancement tube forward after hearing the audible click because they felt that the lock advancement tube was not advancing deep enough into the patient. This type of user error can result in the collagen being pushed into the vessel causing an occlusion. Therefore, the root cause of the occlusion is due to user error in not following the instructions for use. The IFU was reviewed and lists ischemia of the leg or stenosis of the femoral artery as a possible adverse event related to the deployment of vascular closure devices. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record (DHR) documentation review showed no indication that the handle devices did not meet specifications. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, documentation, or labeling.